Manufacturer narrative:
The reagent lot number is 80307301 with an expiration date of 31-aug-2025. The investigation is ongoing.

Event description:
The initial reporter received questionable phosphorus (phos2) results from three patient samples tested on the cobas 8000 c702 module. Discrepant results were provided for 1 patient sample: the initial result from the module was 1.8 mg/dl the repeat result from another c 702 module was 2.6 mg/dl. The patient sample was rerun due to a failed delta check. The repeat result was deemed correct.

Manufacturer narrative:
The calibration results were within specifications. The qc results were within specifications. The alarm trace did not indicate any issues. The field service engineer inspected the module and determined a defective waste valve had caused the event. He decontaminated the module with bleach; replaced the rinse tubing, valves, vacuum bottles, vacuum lines, reaction cells, and sensors; and adjusted the ultrasonic mixer (usm). He verified the module's performance by mechanism and precision checks. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.